Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. A leak test was performed by manually occluding the distal tip of the soft cannula and no leaks were observed. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device leaking fluid.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod, gave a manual injection and gave correction boluses. The pod was leaking.